Event description:
It was reported that post implant, the pulse generator could not be interrogated. There was no magnet response when the magnet was placed on the pocket. Pacing spikes could not be seen on the ECG. The patient had intrinsic rhythm. A soft- ware download was performed and telemetry was checked, but the situation did not change. Therefore, the device was re- placed.

Manufacturer narrative:
Analysis found that the device could be interrogated. Mea- sured data showed that the device was last programmed on the day of explant, 2008.